Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for staphylococcus hominis, bacillus species and micrococcus luteus after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates. The original equipment manager (OEM) reported that the potential cause of low concern organisms contamination at the sampling might be due to environmental contamination during sampling, because investigation reveal that staphylococcus sp., bacillus sp. And micrococcus sp. Existed in sampling area at this hospital.